Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during pumping. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was 188 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 30 was confirmed. The investigation for the fill resistance could not be performed as no cartridge was returned.